Event description:
In 9/87, rptr had silicone gel breast implants inserted. The left side slid down off her chest wall one week after the implantation. The plastic surgeon replaced both sides with double lumen reconstructive saline and silicone gel implants in 10/87. In may 1988, the saline filled inner lumen broke up. After that rptr had sores and ulcers on her breasts. She had pain, but the plastic surgeon told her it was from sutures spitting themselves out. In 6/93, drainage started to ooze out of her left nipple. Rptr still has shooting twinges of pain in both breasts. She also has itching and intermittent rashes on her breasts. She is in physical pain from the implants. There has been an emotional toll as well. Rptr doesn't look forward to getting explantation either. She feels sorry for the women with cancer who elect to have the double lumen reconstructive implants placed in their bodies. Rptr does not have cancer.